Event description:
It was reported to boston scientific corporation, that during preparation and prior to use, the optiflo injection needle was tested and found able to deploy, but the needle would not retract. A total of eleven devices were reported to malfunction during this event. Refer to the manufacturer report #'s listed below for details of the other ten devices: 3005099803-2008-06877, 3005099803-2008-06878, 3005099803-2008-06879, 3005099803-2008-06880, 3005099803-2008-06882, 3005099803-2008-06883, 3005099803-2008-06884, 3005099803-2008-06885, 3005099803-2008-06881, and 3005099803-2008-06888.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.